Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station was stuck on boot up screen. A technical support specialist resolved the system issue by restarting it. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis ciisafe system screen had frozen. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.